Event description:
Before arthroscopic rotator cuff repair, nothing appeared on the front panel when the unit was powered on. Irrigation was changed to gravity feed, patients shoulder swelled due to delay in the case. Unknown delay time.

Manufacturer narrative:
Pump would not power up correctly. Found engine card not fully seated in socket on adaptor board causing blank screen and no power. Reseated engine card and pump powered up correctly. Unable to determine why card became unseated.